Event description:
Complainant alleged that while treating a pt (age & gender unknown) the device failed to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.